Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of serter and sensor issues and insulin that leaks from the reservoir. Customer's blood glucose was 514mg/dl at the time of incident. Troubleshooting was performed and customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. The customer was advised that the serter would be replaced and agreed to return the product for analysis. No further details given.